Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported that the patient had presented for routine evaluation on (B)(6) 2016 regarding his status post c5-6 anterior cervical diskectomy and fusion on (B)(6) 2016 for spinal decompression. The patient reported no changes in condition since the surgery with the exception he had more intense dysesthetic pain in the right greater than left lower extremities described as burning, aching, with pins and needles which shifts most prominent from the knee down that had been ongoing for about 10 years. He also had chronic low back pain which was overall unchanged. The patient reported prior to (B)(6) 2015, he was able to walk with a rolling walker and assistance of one. He and his wife indicated that while in rehab, he had done some waking with a platform support; however, they indicated insurance no longer wanted to cover rehab since his progress was so slow. They attributed this to a number of issues including difficulty managing pain medications where a lot of times he would have uncontrolled pain and/or be over-medicated. Two weeks prior to (B)(6) 2016, patient's pump medication was reduced by approximately (B)(4) by hcp. There was approximately 17 months left on the pump battery according to the patient's wife. During physical examination, it was reported the patient was experiencing distal atrophy of bilateral lower extremity (ble), motor strength right hand grip 4/5, right lower extremity plantar flexion 4/5, diminished achilles reflexes bilaterally, diminished pinprick along the right leg sparing medial thigh, decreased vibratory sense right knee and both ankles, and loss of proprioception in right foot. An x-ray of the cervical spine dated 2016-07-29 showed no evidence of hardware failures, but there seemed to be an underlying evolving fusion process. A magnetic resonance imaging (MRI) exam from (B)(6) 2016 found evidence of a granuloma along the intrathecal catheter at the tip posterior to the t11 level. Workup revealed cervical spine cord compression with myelopathy at c5-6 for which the patient had undergone successful decompression with anterior fusion on (B)(6) 2016. The patient was recommended to revise the catheter, and the patient wished to proceed with the proposed surgery. Other patient medical history includes progressive gait changes over the last 7-8 months, muscular dystrophy, cervical disc disorder with myelopathy, and post-laminectomy syndrome. Patient allergies included tizanidine, cipro, augmentin, pristiq, and baclofen. At the time of the event, the patient had been taking valium, spironolactone, carvedilol, torsemide, citalopram, hydrobromide, stool softener, and ramipril. Follow-up is not required at this time.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid 50 mg/ml; 6.056 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient experienced an inflammatory mass. The mass was discovered the beginning of (B)(6) on imaging. It was confirmed there was a mass at the tip of the catheter and the healthcare provider planned to replace the catheter. The reporter questioned if the pump could be replaced at the same time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.